Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer experienced weakness and an irregular heartbeat. The customer had been experiencing high blood glucose levels for the past three days. Prior to the hospitalization, the customer treated her blood glucose levels with the insulin pump and with manual injections, but her blood glucose remained high. Her blood glucose levels regulated once she was on an insulin drip at the hospital. As soon as she was put back on the insulin pump, her blood glucose levels rose to over 400 mg/dl. Later, the customer's territory manager called requesting a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.